Event description:
The customer reported that the energy select switch was not working properly. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that the energy select switch was not working properly. There was no reported patient involvement. The device was evaluated by an authorized service representative. The symptom was clarified as the device was displaying a different energy then selected with the energy select switch. The issue was localized to the optical switch assembly. The optical switch assembly was replaced to resolve the issue. The device passed all testing and was placed back in to service. This was a malfunction of the optical switch assembly.